Event description:
Device cracked at end distal to central line causing leakage of hyperalimentation and back flow of blood into line. This event has occurred 3 times thus far with this pt (other dates unknown).